Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the scratch marks/abrasions to the ceramic sleeve to be related to the customer reported complaint. The permanent cautery spatula instrument was found to have scratch marks/abrasions to the ceramic sleeve. Additional observations not reported by the site were also identified. The permanent cautery spatula instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. The permanent cautery spatula instrument was found to have mechanical indentations to the proximal clevis at the distal end and the root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the permanent cautery spatula (470184-11/s101603160014) associated with this event has been performed. Per logs, the permanent cautery spatula was last used in a procedure on (B)(6) 2018 on system sk0086. The alleged instrument had 5 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product or this event. No image or video of the procedure was provided for review. This complaint is being reported based on the failure analysis findings. A permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the 8mm permanent cautery spatula instrument had insulation peeled off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.